Event description:
It was reported the pt's (B)(6) lead extension was explanted and replaced due to invalid impedance measurements for several contacts. Intraoperative testing confirmed that the issue was isolated to the lead extensions. No further impedance problems were noted following the procedure, and effective stimulation was captured for the pt.

Manufacturer narrative:
Results: the complaint of "invalid impedance" was confirmed. As received, the extension failed continuity testing and all channels measured open. Microscopic inspection of the returned extension revealed several broken and detected wires in extension header, and at the end of the strain relief. As the outer tubing of the lead body of the extension was not breached, the fractured wires are consistent with being subject to stress while implanted. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.